Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the transcatheter valve replacement procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in an edwards lifesciences technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, patient and procedural factors [i.e. Deployment of a sapien 3 valve inside a pre-existing valve with severe degenerative prosthetic stenosis/calcification in the mitral position] likely caused or contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per medical records received, during a mitral valve in valve procedure the balloon on the delivery system ruptured. After crossing the septum, the valve was deployed during rapid ventricular pacing. At the end of the balloon inflation, it was noticed the balloon on the delivery system had ruptured. The delivery system was removed through the right femoral artery and it was noticed the patient was having severe intravalvular regurgitation. A new delivery system was introduced in the patient and the sapien3 valve was post dilated inside the 29mm ce edwards valve. After post dilation at nominal volume, the intravalvular regurgitation was reduced to trivial and the patient continued to have mild mitral pvl that was present at baseline. The patient remained hemodynamically stable throughout and at the end of the procedure. There were no complication noted.